Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported bipolar and unipolar rv lead failure. Bipolar rv failure recording shows noise. Lead trends appear stable. At in-office check, pacing impedance measured > 2500 ohms consistently. Noise could not be reproduced. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.